Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the batteries had to be changed out every other day. The customer did not recall a blood glucose reading. The batteries did not last more than one week and a new battery cap did not resolve the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.